Event description:
It was reported that the patient was going to have an MRI of the lumbar spine, which was said to be related to the patient's therapy or device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3998 lot# v658240 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708340 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3708340 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension. (B)(4).